Manufacturer narrative:
A sample was received for evaluation. A visual inspection was performed and found a foreign material in the towel. Therefore, reported defect was verified. The probable root cause was a personnel/training - operator error - assembly issue. The personnel do the assembling of the towel in the tray and they must ensure the components are free of contamination or damage. An external supplier is used for material for the end product and could not be eliminated as a potential source of the issue. A device history record review was completed for batch/lot 0004175206 was reviewed in order to detect any issue related with the defect reported by the customer during its manufacturing. Personnel involved were trained on 26jul2021 and the external supplier was notified. Sample will be discarded. No further actions were required at this time. H3 other text : see narrative below.

Event description:
It was reported by the distributor that debris found on outside of sterile wrapper. Debris on outside sterile wrap.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported by the distributor that debris found on outside of sterile wrapper. Debris on outside sterile wrap.